Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the surgeon applied it to round and ip ligaments. It closed and fired but broken sound was heard. Only three quarter of staple was made on tissue. There was no bleeding. Unknown how case was completed. Surgery was prolonged ten minutes. There were no adverse consequences to the patient. Additional information was received: the device cut only three quarter and three quarter of staples were made b shape well and remaining staples were not made.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.